Manufacturer narrative:
H2, h3, h6: software analysis was performed. The log captured three sessions on the reported issue date, total of 11 registration attempts within the passing error metric of 5mm, but no abnormalities related to the accuracy issue were detected. The archives contain 1 CT and 2 mr were used for registration. The archives recorded one trace registration where the user collected a good amount of trace points on the nose and forehead area, but the trace pattern appears to be flipped. The site collected the points appears to be symmetric, this is suspected to have caused the reported behavior. Codes b01, c10, and d02 are applicable. H2, h3, h6: software analysis was performed. The system logs captured that, during the system bootup, the pulse audio service failed to start. Syslogs captured that the pulse audio service daemon which is responsible for system audio was failed to initialize at boot phase. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the system experienced issues with sound and registration accuracy. The system had no sound during registration, and the registration points were inaccurate, with the instrument on the nose displaying the points on the forehead. The system was restarted twice, which resolved the sound issue and corrected the registration accuracy. There was a delay of less than two minutes, and no reported impact to patient.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0908: applicable to issue with registration accuracy a0901: applicable to issue with sound medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736355, software version: 2.0.3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.